Event description:
A consumer reported that in 2015 she felt a shocking sensation, that her implantable neurostimulator (ins) turned sideways, and she could hardly sit back because her back hurt. She requested a physician listing, as she currently did not have a health care professional to contact. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.